Event description:
Caller reported a cartridge alarm, and the customer's blood glucose level was displayed as high, although the specific value was unknown. As an outcome, there was no adverse impact on the customer's blood glucose level. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). Technical support decided to replace the pump as part of the resolution.